Manufacturer narrative:
Reports received from family members as well as client state the client was traversing down a ramp of unknown degrees. Prior to reaching the end, the client inadvertently maneuvered the chair off the side of the ramp. This miscalculation caused the chair to drop down allowing the client to fall out of the seating which resulted in the client suffering a fractured digit on his left foot. Servicing dealer reports having inspected the chair and found it to be fully operational only noting the buttons on the joystick for adjusting the speed had been picked off by the client. These missing buttons would keep the client or caregiver from adjusting the speed of the chair. Dealer reports having reattached the speed buttons and client is currently using the device with no reported issues. Dealer reports having re-instructed client of the precautions to be taken when using ramps. The DHR for this unit was reviewed and unit was found to have been built according to specification. Use error caused or contributed to event.

Event description:
Received report that end user drove chair off of ramp prior to reaching the end which resulted in client falling out of seating resulting in an injury.